Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had minor scratch and button issue. Customer's blood glucose level was unknown. The device will be returned for analysis.